Event description:
It was reported to philips that the device had a software install failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The philips authorized service provider (asp) evaluated the device and confirmed problem that device doesn't complete the initialization during boot up. The defective part has already been identified ¿ 453564489051 dfm100 assy som. A replacement dfm100 assy som has been ordered.